Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 72 mm abdominal aortic aneurysm. It was reported that approximately 91 months post procedure. The patient presented emergently to the hospital with an endoleak type 1a. Another aortic cuff placed with right renal and superior mesenteric artery (sma) in situ laser fenestration. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.